Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String ripped off device breakage. Case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No injury reported.